Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was subjected to extensive testing including defib and analyze testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the device dumped the charge due to a change in the patient's rhythm (non-shockable). This is normal operation of the device. The powerheart g5 incorporates the patented rhythmx® software technology. By design, the AED will initiate a charge during the CPR period prior to the start of the analysis. After a shock decision is made, the shock is considered "non-committed", and the software continues to analyze the ECG. If there happens to be a change to a rhythm seen as non-shockable by the software, prior to a shock being delivered, the AED will cancel the shock. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.